Event description:
It was reported that guidewire was unintentionally retained. Triple lumen central catheter inserted into right femoral vein. Catheter introducer over guidewire & sutured in place. Good blood flow from both ports. Subsequent chest x-ray revealed a guidewire within the chest, extending from the vena cava with tip overlying right external jugular vein. Initial eval description: pt underwent emergent hemicrainectomy for changes in neurological status unrelated to guidewire retention. The following day an interventional radiologist removed the retained femoral guidewire and the pt remained in stable condition. However, pt's neurological status did not improve and pt was declared brain dead one week later. It was noted under adverse event - user error. This report was submitted by medwatch.